Event description:
Same case as user facility medwatch #: (B)(4). It was reported that a tip detachment occurred. During placement of the .038 accustick ii introducer the 5cm flextube tip of the microwire broke off from the shaft at the point of attachment. Retrieval attempts were unsuccessful due to irrational bleeding and the tip remains in the left renal pelvis.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).